Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath was selected for use. The physician prepared the equipment as usual and performed the transseptal puncture using the faradrive sheath. After the puncture was completed, he advanced the dilator through the septum, but when trying to pass the sheath over the dilator, the sheath would not go through. The physician applied force and bent the sheath, but it still would not pass. Thus, the sheath was removed from the patient and examined its distal tip to check for any issues, but everything appeared normal. It was decided to switch to a different sheath, as this same issue occurred before. A sheath from a different batch was used, and it passed through the transseptal puncture immediately upon insertion. The procedure was completed successfully. No patient complications occurred. The device return status is unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.